Event description:
It was reported that patient had difficulty breathing since device explant procedure. Patient does have an appointment with the physician¿s office on (B)(6) 2017. No further information available.